Event description:
It was reported that this right ventricular (rv) lead was damaged due to surgery. This lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).